Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the pump into a different wall outlet, but this did not resolve the issue. Since the customer did not have alternative charging equipment, technical support planned to send a replacement cable and wall adapter. If the pump battery depleted before the new equipment arrived, the customer was advised to rely on an alternate insulin delivery method.